Event description:
The hospital reported that they placed vasoview hemopro 2 btt over scope, attached insufflation tubing and the tubing fell off. Never came in contact with patient. Tubing fell off btt prior to starting case.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 06/26/2025. An investigation was conducted on 06/26/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact silicone balloon. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. . The insufflation tube was observed to be detached from the body of the btt. Based on the returned condition of the device as well as the evaluation results, the reported failure "detachment of device or device component" was confirmed. A manufacturing engineering evaluation was conducted with the following results: the btt body and the insufflation tubing were inspected visually under magnification. After inspection of the complaint device it was identified that there was visible residual adhesive on the btt body and on the insufflation tubing. However, there was insufficient adhesive to secure the insufflation tubing to the btt port. Out of tolerance consideration: the insufflation tubing is attached to the btt port per work instructions (leak test and lnsufflation tube assembly). The shop floor paperwork for the vasoview hemopro 2 btt subassembly batches 3000463599 and 3000462887 was reviewed to determine what equipment was used in the lnsufflation tube assembly station. Subsequently, an oot query was performed for the date range from 01-jul-2023 to 01-jul-2025. An analysis was performed, which confirmed that no equipment used in the leak test and lnsufflation tube assembly was out of tolerance. Based on the manufacturing engineering evaluation results, the reported failure "detachment of device or device component" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.